Event description:
A report was received that the patient was having to frequently charge the ipg. The patient had the ipg and lead extensions replaced. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25, serial # (B)(4) & (B)(4), description: scs phiii ext 25cm. The explanted ipg passed visual, performance and photographic imaging done. The complaint of difficulty charging was confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Visual inspection of the explanted lead extensions revealed no anomalies. The devices exhibit normal device characteristics.

Event description:
A report was received that the patient was having to frequently charge the ipg. The patient had the entire system replaced. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50, serial # (B)(4), description: scs phase iii 50cm lead.